Manufacturer narrative:
For updated information, see: (b4), (b6), (g7), (h2), (h4), (h6), (h10). As the used lens(es) directly involved in the incident were not returned to the manufacturer, it is unclear if the lens(es) involved were subject to a device failure or malfunction. The relationship between the coopervision device and the adverse event is unconfirmed.

Manufacturer narrative:
Manufacturers investigation is ongoing; lot history, device history, sterilization records and trend reporting will be reviewed. A follow-up report will be submitted on completion.

Event description:
The patient experienced difficulty with the right (od) eye and sought medical treatment the following day. The health care provider indicates the patient was diagnosed with a nasal peripheral infectious corneal ulcer and was prescribed ciprofloxacin ophthalmic. The healthcare provider states the patient is compliant with hygiene and wear and replacement schedule as instructed. The patient was seen for follow up care at one day and five days after the initial visit. By day five the opacity had re-epithelized, but the patient was instructed to continue with medication for an additional three days. The incident has fully resolved. This event is being reported due to the health care provider's indication that medical attention and/or medication were required to prevent or preclude impairment of eye function or structure.